Event description:
Report received from USA, stating that the device was running hot. It is known that the event did not occur during surgery; it is also known that there was no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).